Manufacturer narrative:
The impella cp was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported an (B)(6)-year-old (B)(6) female patient had impella cp pump inserted in the left femoral for acute myocardial infarction and cardiogenic shock (ami/cgs). The patient was implanted on (B)(6) 2021, explant date was not provided. It was reported that the insertion process was difficult due to vascular meandering and severe calcification. Va-ECMO had to be introduced due to deterioration of hemodynamics. After left ventricular angiography, additional treatment was discontinued due to worsening cardiac rupture. It is unknown whether the exacerbation of myocardial rupture was due to impella insertion or accidental. No further information was provided.